Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding a misidentification of clostridium as alloiococcus otitis when testing a patient strain using the vitek® ms instrument ( ref. 410895 , serial number (B)(6)). Conclusion on the fine tuning: fine tuning results before the identification issues, were conforming. All mandatory acceptance criteria were achieved. The analysis of the calibrator mzml files indicates that no fine tuning was needed during the tests made on (B)(6) 2020. Conclusion on spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were quite heterogeneous indicating non-optimal spot preparation. Conclusion on the identification: the analysis of the mzml sample show the number of all peaks are heterogeneous (between 58 and 119). Moreover, the misidentification was obtained with the lower number of peak (58). The data also shows that the misidentification result of alloiococcus otitis was obtained with a low score value (-0.38), which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). These findings could be explained by a non-optimal spot preparation of the sample strain. Root cause analysis: non optimal spot preparation. See h10.

Manufacturer narrative:
An internal biomérieux investigation was performed, which included an analysis of the customer¿s provided data. Conclusion on the fine tuning: fine tuning results before the identification issues, were conforming. All mandatory acceptance criteria were achieved. The analysis of the calibrator mzml files indicates that no fine tuning was needed during the tests made on (B)(6) 2020 and (B)(6) 2020. Conclusion on spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were quite heterogeneous indicating non-optimal spot preparation. Conclusion on the identification: the analysis of the mzml sample show the number of all peaks are heterogeneous (between 58 and 119). Moreover, the misidentification was obtained with the lower number of peak (58). The data also shows that the misidentification result of alloiococcus otitis was obtained with a low score value (-0.38), which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). These findings could be explained by a non-optimal spot preparation of the sample strain. Root cause analysis: non optimal spot preparation.

Event description:
On 25-feb-2020, a customer from (B)(6) notified biomerieux of obtaining a potential misidentification of clostridium as alloiococcus otitis when testing a patient strain using the vitek® ms instrument ( ref. 410895 , serial number (B)(4)). For the first reading, vitek® ms obtained no identification. The second reading, vitek® ms identified the strain as alloiococcus otitis. The strain was sent to another laboratory that identified the strain as clostridium using the bruker instrument. The customer did a new culture of the strain and obtained clostridium clostridioforme as the first reading, however, obtained no identification for the second reading using vitek® ms. There is no indication from the customer if this event impacted the patient state of health or led to a delay of results.